Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 10am on (B)(6) 2018. The patient manages their diabetes with an unspecified dosage of metformin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not specify whether they had developed any symptoms as a result of the alleged product issue but stated that they had gone to visit the urgent care clinic at 10am on (B)(6) 2018. The patient¿s blood glucose was measured in this clinic and a result of ¿500mg/dl¿ was obtained on the healthcare professional¿s (hcp¿s) meter. In response to this the patient was given an unspecified dosage of an unspecified type of insulin by the hcp. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.